Event description:
Reporter alleged there was a delay of treatment on the customer based on readings obtained from the advantage system which were inconsistent with the clinical state of the customer at the time. Reporter stated the system measured 124 mg/dl back to back with a result of 138 mg/dl performed 1 minute apart; however, customer had low glucose symptoms and reportedly had slurred speech. Reporter indicated calling the paramedics and their result measured 38 mg/dl performed 15 minutes after the advantage system comparison. Paramedics reportedly treated customer with a glucose IV and transported her to the hospital where customer was then hospitalized for three days due to a heart condition not related to the diabetes. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 548659 with an expiration date of 12/31/06.

Manufacturer narrative:
The suspect product is the comfort curve test strips.